Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d1, d4, g1, g4 (510k), h4: this report is for an unknown implant device. Part and lot number are unknown. Without the specific part number, the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: gaspar mp, lou j, kane pm, jacoby sm, osterman al, culp rw. Complications following partial and total wrist arthroplasty: a single-center retrospective review. J hand surg am. 2016 jan;41(1):47-53. E4. Doi: 10.1016/j.jhsa.2015.10.021. Pmid: 26710734. Objective/methods/study data: the aim of this study is to describe our institution¿s experience in managing complications following twr (total wrist replacement). Between 1 january 2004 to 1 march 2023, a total of 10 patients (12 wrists) (with the mean age of 59.2 years old) who underwent twr biaxial implants from depuy orthopaedics inc (leeds, UK). For surgeries conducted between 2004 and 2006, 4 biaxial implants from depuy orthopaedics inc (leeds, UK) were utilized. The average follow-up period was 97.4 months (ranging from 21 to 205 months). Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: biaxial implants from depuy orthopaedics. Adverse event(s) and provided interventions possibly associated with unk - implant (qty 1): n=1 (68 years old); wrist pain and swelling, along with impingement sensations (ulna stump impingement) during ulnar deviation (ud) of the wrist - no intervention reported. Adverse event(s) and provided interventions possibly associated with unk - implant (qty 1): n=1; complained all along weakness of active right little finger flexion and tendon adhesion - tenolysis 5 years post-twr. Adverse event(s) and provided interventions possibly associated with unk - implant (qty 1): n=1 (54-year-old woman); osteolysis and bone resorption appear - no intervention reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated a depuy synthes product failure(s). Multiple attempts were done to obtain more information from the author; however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy synthes complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed.